Manufacturer narrative:
Corrected data: b1- "product problem" should be removed and "adverse event" should be added. B2- "other serious or important medical events" should be added. H1- "malfunction" should be removed and "serious injury" should be added. H6- health effect - impact code: "2199" should be removed and "4614" should be added.. B5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -13.50/3.5/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced an excessive vault, significant ac shallowing, and iris prolapse. Reportedly, "icl had to be explanted at the time of surgery due to noticeably excessive size intraoperatively with significant ac shallowing and iris prolapse. The lens was explanted and surgery aborted without complication". The lens was implanted and removed intraoperatively and the problem was resolved. Status of the eye: "normal, no symptoms vision back to baseline". The cause of the event is the device and the device failed to perform as intended. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a specimen cup. Visual inspection found haptic deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Health effect- clinical code 4581: significant ac shallowing and iris prolapse type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that 13.2mm vticm5_13.2 implantable collamer lens of -13.00/3.5/089 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. The lens had to be removed at the time of surgery due to noticeably excessive vault intraoperatively with significant ac shallowing and iris prolapse. The lens was removed and surgery was aborted without complication. For status of the eye the reporter stated " normal, no symptoms vision back to baseline". The reporter states the cause of this event is due to the device. The reporter also states that the device failed to perform as intended.